Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant downstream occlusion' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'downstream occlusion!' Messages. The cause was determined to be an out of specification downstream sensor readings. The downstream tubing guide was adjusted after the downstream sensor calibration did not correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. There was no patient involvement. No additional information is available.